Event description:
It was reported that stent damage occurred. A 3.50 x 12mm synergy xd drug-eluting stent was advanced; however, during the procedure, it got hung up in the proximal circumflex artery and would not track down to the target lesion. Upon removal, the physician noticed that the stent was mangled. The procedure was completed with a different device. There were no patient complications reported.